Manufacturer narrative:
If the sample is received, a summary will be submitted in a supplemental report.

Event description:
The customer, a hospital physician, reported that prior to insertion in the patient the product was tested and presented deformity. The customer reported that the cuff was uneven and one side was bigger than the other. Covidien has attempting to collect further details related to the cuff pretesting efforts. No further details available at this time.